Manufacturer narrative:
(B)(4). A ship history was performed to the account, there is no evidence that anything was shipped to the account prior to the aware date.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. The lot number and expiration date have not been provided despite multiple attempts to obtain the information. Therefore, the production identifier fields are not available.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 btt insufflation was not working as it would not let gas flow. A new device was used to complete the procedure. There was a delay. There was no patient harm.